Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had an infection. The health care professional (hcp) had noticed some redness around one of the deep brain stimulator (dbs) caps and that ended up being a staph infection. The hcp had gone in a second time to remove and replace the cap and clean everything out from the infection. The patient was given IV antibiotics (vancomycin) and the patient had a severe allergic reaction to the drug (high temperature of 106 that went on for hours). The patient almost died. The nurse caught it and was able to give the patient benadryl and the fever subsided within 5 minutes. The patient had recovered from the infection.